Manufacturer narrative:
Review of provided logs revealed that that patient was on niv nava on (B)(6) and there were several "no patient effort" alarms were generated. This means that probably the patient is not suitable for niv because of lack of patient effort to breathe more spontaneously.so it´s more likely this patient needs more controlled mode of ventilation other than niv nava. And the next day patient was switched to pc (invasive) (B)(6). The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction during the ventilation period. The root cause is most likely due to that the ventilator was set to inappropriate ventilator mode.

Event description:
It was reported that the ventilator stopped ventilating while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).